Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter and between catheter and sheath. The extender and pressure tubing were also returned. A kink was observed on the catheter tubing approximately 59.4cm from iab tip. An underwater leak test of the sheath, balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the side port sheath stop cock. The reported event is confirmed by the evaluation. This issue has been determined to be a supplier manufacturing issue and scar 26-srf-cadi-145 was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during use the trans-ray plus 7.5fr 40cc intra-aortic balloon (iab) had blood leaked from the pressure-resistant tubing at the side port of the sheath introducer approximately 5 minutes after inserting the iab. The iabc was in good working order, and considering the patient's condition, it was not possible to replace it. Therefore, the leaking section of the pressure-resistant tubing was bitten off with forceps to stop the leak and continue use. There was no patient harm or injury.